Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unspecified alarm. The blood glucose value was unknown. The product will return for the analysis.

Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unspecified alarm due to completely broken reservoir tube lip